Event description:
A low reading issue was reported with the adc device. A customer indicated obtaining unspecified low readings for several days and on (B)(6) 2022, the customer self-treated with bananas and sugar per the readings. The customer experienced vomiting, and discomfort, and had contact with a healthcare professional who administered insulin (dose/type unknown) and fluids for treatment. A post-treatment glucose reading of 68 mg/dl obtained on the healthcare meter was taken in comparison to lo sensor scan (readings less than 40 mg/dl). The customer was sent home after receiving treatment and further indicated being hospitalized from (B)(6) 2022 for monitoring, physical examination, and additionally had insulin dosage adjusted. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer indicated obtaining unspecified low readings for several days and on (B)(6) 2022, the customer self-treated with bananas and sugar per the readings. The customer experienced vomiting, and discomfort, and had contact with a healthcare professional who administered insulin (dose/type unknown) and fluids for treatment. A post-treatment glucose reading of 68 mg/dl obtained on the healthcare meter was taken in comparison to lo sensor scan (readings less than 40 mg/dl). The customer was sent home after receiving treatment and further indicated being hospitalized from (B)(6) 2022 for monitoring, physical examination, and additionally had insulin dosage adjusted. There was no report of death or permanent injury associated with this event.